Event description:
N/a.

Manufacturer narrative:
A getinge representative communicated to the hospital that the battery needed to be replaced. The hospital decided not to repair the unit at this time. The getinge representative also reported that the device is no longer in use. Additional information has been requested regarding the status of repairs, and if provided a supplemental report will be submitted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine inspection , the cs100 intra-aortic balloon pump (iabp) customer reported that the battery could not be charged. There was no patient involvement.